Manufacturer narrative:
After testing the retain strips for qc7f74 involved in the complaint, it was confirmed that the readings were about 15% lower in a glucose concentration range exceeding 300 mg/dl. No anomalies were found in the retain strips shipped to the united states. There are two causes: one is defective lots which don't show "over" were shipped due to the incorrect calculation formula in the excel spreadsheet used for shipping inspection for spotchem ii panel-1. The other is that stability was affected after shipment, for the lots which enzyme amount is extremely low due to a certain condition during manufacturing, and sensitivity was lowered in a high glucose concentration range.

Event description:
Blood glucose level of the patient was tested using spotchem ez sp-4430 and spotchem ii panel-1 lot qc7f74 at the hospital in romania. Readings of 300-310 mg/dl were obtained by spotchem ii panel-1, however, the doctor found that the readings obtained by spotchem ii panel-1 were not consistent with the patient's symptoms and other testing was performed using other analyzers. The reading of johnson vitros was 700 mg/dl and the reading of siemens rapid point was 704 mg/dl. A treatment was taken based on the readings obtained by other analyzers, not spotchem ii panel-1. They stated that no delay of treatment or incorrect treatment was caused by the readings of spotchem ii panel-1.